Manufacturer narrative:
The integrated electrosurgical unit (iesu) was tested, deeply analyzed, calibrated, repaired and adjusted. The technical safety check was done, and it passed all tests.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed, and it energized and cauterized, and all ports recognized instruments. Multiple m-02 errors were visible in the error log. Error n-08 occurred after 10 minutes of being left on. The unit had no significant scratches or dents. The front bezel was in decent condition.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu)/erbe to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that prior to starting the da vinci-assisted inguinal hernia etep surgical procedure, the erbe was faulting with a m-02 error. The customer informed they have rebooted the erbe multiple times with no change. The customer had also disconnected the erbe power cord and reconnected with no change. The technical support engineer (tse) had the customer disconnect the power cord again and reseat all the erbe cables and then power back on. No change. The customer advised that they do not have a medtronic forcetriad or another vision side cart (vsc) they bring in. Customer is deciding what they will do. On (B)(6) 2024, intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the issue was identified prior to starting the procedure - post anesthesia. Ports were placed prior to the issue being identified. The procedure was not completed with the same esu. The customer completed the procedure robotically with a new dv tower brought in from another or room. There was no injury to the patient. The error code did not allow energy usage, but the system turned on. The system powered on and then displayed error code after 5-10 seconds. Technical support was contacted for troubleshooting and full troubleshooting was completed.